Event description:
It was reported that following the lifting of a heavy object, the deep brain stimulation (dbs) patient heard a popping noise believed to be the silk suture on her implantable pulse generator (ipg). The physician assessed that her ipg had migrated. She underwent a repositioning procedure wherein her ipg was re-secured to her chest wall and positioned more medial to the chest cavity. The patient was doing well postoperatively.